Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cervical spine procedure. It was reported that the open spine clamp could not be attached to the spinous process. It was suspected that the screw was worn. The operation was performed without any issue by using a thoracic open spine clamp. No delay or impact on patient outcome. It was confirmed that the cause was unknown/unavailable. It was reported that the head part of the screw that inserts the driver was damaged and the clamp could not be tightened.